Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice during fill 1. The patient was connected. The patient stated that one of the bags became disconnected from the set up. The baxter technical service representative assisted the patient with getting the cassette out of the homechoice. The baxter technical service representative advised the patient to dispose of the current supplies and start over with new supplies or complete therapy with manual bags. The patient reported they would complete therapy with new supplies. Proper procedures were reviewed per the user manual with the patient. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011 regarding the reported system error 2240. The patient stated that the bag became disconnected from the cassette because they did not push the bag into the cradle hard enough. The patient stated that the sample was discarded but the lot number for the cassette was h11d21088. The patient stated that he spoke with the nurse about the system error. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the device has been made; however, it was not available for evaluation. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed to be due to use error. Based on the information gathered during baxter?s investigation the root cause of the report was due to air being sucked into the disposable because, the supply bag became disconnected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).